Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Manufacturer narrative:
The country of origin is (B)(6). The sample has been requested for return.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results, for 3 samples, from the cobas 8000 e 801 module analyzer serial number (B)(4). The customer suspected the quality of the sample was bad or there was contamination. Sample 1: the initial result was 45.1 u/ml and the rerun results were 5.88 u/ml and 5.99 u/ml. Sample 2: on 29-oct-2019 the initial result was 41.0 u/ml. On 30-oct-2019 the rerun results were 2 u/ml and 2 u/ml. Sample 3: on 29-oct-2019 the initial result was 71.3 u/ml. On 30-oct-2019 the rerun results were 4.93 u/ml and 5.59 u/ml. The questionable results were not reported outside the laboratory.